Event description:
It was reported to philips that the device would not turn on. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Review of the system log file showed that a frame grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the host pc, display port dvi, video splitter and flex vision pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.